Manufacturer narrative:
Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the vein. An angiojet zelante was used for thrombectomy procedure. During the procedure, it was noted that the catheter was stuck in the wire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.